Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The 2008k hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed, however, the reported issue of machine powers on and off by self, was not able to be duplicated. However, while the res performed the visual system inspection, the power supply connector, which ran from the power switch to the power control board, was found to be burnt. Reportedly, the connector was visibly charred. The power supply was replaced to resolve the issue. Additionally, the complete front panel assembly was replaced as a precautionary measure. No other problems were identified during the on-site evaluation. Following the replacement of the power supply, the system was restored to full functionality. Functional testing performed by the res confirmed that the unit was operating properly. The system has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was not able to confirm the failure mode. The power failure issue experienced by the facility was not able to be duplicated during the on-site evaluation. However, the res found the power supply connector, which runs from the power switch to the power control board, to be burnt. Although the issue was not able to be confirmed, the physical damage observed to the power supply likely contributed to the power problems experienced by the user facility.

Event description:
A user facility reported that a 2008k hemodialysis machine was powering on and off by itself. A patient was not connected to the machine at the time of the incident. The 2008k hemodialysis machine was not returned to the manufacturer for physical evaluation. However, a fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. While the res performed a system inspection, the power supply connector, which runs from the power switch to the power control board, was found to be burnt. Reportedly, the connector was visibly charred. The power supply was replaced to resolve the issue. The unit was returned to service at the user facility without a recurrence of the event as reported. No other event related information was made available.